Event description:
It was reported that during the case, the surgeon was unable to extract 36mm glenosphere from the baseplate with the glenosphere extractor. The surgeon fired the extractor several times to try and dislodge the taper but with no success. The surgeon abandoned the attempt after approximately four minutes. The 36mm glenosphere remains in the pt.

Manufacturer narrative:
Evaluation summary: for this device to function, it must be levered against the bone surface of the glenoid. The exact cause of failure can not be determined with certainty. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufacturers guidance document published by the FDA in march of 1997.